Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on april 6 31 ,2018 with blood glucose over 968mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.